Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During an index procedure, the patient was treated with resolute onyx des stenting. Corelab identified a grade c dissection in the lad.

Manufacturer narrative:
Additional information: the patient has a history of smoking, atrial fibrillation and hypertension. The index procedure was prompted by stable angina. During the index procedure four resolute onyx rx coronary des were implanted in the r-pda, rca, lad(x2). No treatment was given for the dissection. The site assessed the event as not related to the anti-platelet medication and the device. Lot number of device updated. If information is provided in the future, a supplemental report will be issued.